Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6); implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that for about a month, the patient¿s handset had been picky, and it took a long time to connect to the pump. Moreover, it got stuck at retrieving pump settings. Today, the patient was having a problem, and it kept going back to where they had to do the tutorial thing and it came up with a code 0x7f258443. During the call, the patient service walked patient through closing out of all apps and clearing out of the data. The troubleshooting steps that were taken on the call resolved the issue.